Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol composix e/x. On (B)(6) 2010: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: patient underwent surgery for implant of an unspecified bard/davol composix e/x. (B)(6) 2010: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with the implant of composix e/x. Per operative notes, ¿the small amount of preperitoneal fat in the hernia was reduced. The thick band of scar or an adhesive band was lysed. The hernia defect was identified, and composix e/x mesh was centered over the defect and pulled the transfacial suture up and secured with protacker.¿ (B)(6) 2010 - patient was diagnosed with abdominal pain, deformity and hardening of mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh adhered to the peritoneal surface was dissected free circumferentially removing the tacks and the transfascial sutures. The mesh was dissected free circumferentially. After removing the mesh, the edges of the fascial defect were dissected cleanly and reapproximated using a sutures.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence, hardening of the mesh and mesh encapsulation.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of composix mesh e/x, patient was diagnosed with adhesions and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.